Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable (lot # 6508120) was confirmed during evaluation of the returned cable. Upon arrival, multiple segments of repair tape were observed on the outer jacket of the cable. The modular cable was functionally tested and was found to perform as intended, even when the cable was manipulated by hand. The tape segments were then removed, revealing multiple small tears in the outer jacket. However, no damages to the inner layers of the cable were observed. The root cause of the reported event was unable to be conclusively determined via this analysis. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿) address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot number: 6508120) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.